Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a consumer (patient's daughter). This case involves an (B)(6) female patient who experienced pain in leg, could not move her leg and her knee stiffened after receiving treatment with synvisc one. Relevant medical history included cerebrovascular accident (in 2010). No relevant past drugs were reported. Patient's concomitant medication included fluticasone propionate/salmeterol xinafoate (seretide) for breathlessness, losartan potassium (aradois) for hypertension, acetylsalicylic acid (aas) (to the blood), esomeprazole (nexium) (to the stomach) and atorvastatin calcium (lipitor) (cardiology). On (B)(6) 2013, at 10 am, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiration date: no reported) in the right knee for knee pain. The same day, at around 1:00 pm, the patient started to feel pain in the leg and her knee stiffened. It was reported that the patient could not move the leg and she came back to the hospital at 5:00 pm. Further reported, the patient received an unspecified injection application at the site in order to relieve the pain but she only could move her leg in the next day. Also reported, the patient was prescribed an unspecified oral medication for one week. It was reported that the patient interrupted the treatment with synvisc-one and suspended the use of the other leg. No lab test was taken. The reporter did not allow contact with patient's physician because the event had occurred a long time ago. Action taken: permanently discontinued. Outcome: recovered/resolved for all the events (on unknown dates). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for pain in leg. No further information was expected as the reporter did not allow contact with the patient's physician. Pharmacovigilance comment: sanofi company comment date (B)(6) 2015: this case concerns a patient who experienced pain in her leg after receiving synvisc one injection. Based upon the information available the role of product cannot be excluded from the causation of the events. Furthermore, the patient's clinical course indicate towards a direct relationship between the product and the event.